Event description:
A customer reported poor cutting performance during surgery. There was no harm to the pt reported.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to alcon's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to blade. However, based on the info above it is unlikely that the damage occurred during the mfg process. Some potential causes are reuse, improper handling by the customer, improper handling during shipping, or contact with another instrument on the instrument tray during procedure setup. (B)(4).